Event description:
Unit failed, and the disposable kit had been replaced by rep. The machine worked properly and procedure completed without problem.====================== manufacturer response for hydro thermablator, hta======================rep. Was in room, replaced disposable kit all function returned to normal. Indicated unit working correctly.